Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement (p/n: 3172080) could not extracted after it was attached to the cement gun during tka surgery. The surgery was completed within a 30 minutes delay and there was no adverse consequence to the patient. It was confirmed that the abnormality could not be found of the cement gun when it was checked after the surgery, so it was considered that the cause was the cement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint(B)(4). Investigation summary: the complaint states: ¿it was reported that the cement (p/n: (B)(4). Could not extracted after it was attached to the cement gun during tka surgery on jan 25th 2019. The surgery was completed within a 30 minutes delay and there was no adverse consequence to the patient. It was confirmed that the abnormality could not be found of the cement gun when it was checked after the surgery, so it was considered that the cause was the cement. No further information was provided by the hospital.¿ retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity controlled conditions. Retained sample retest results: tm-t150 the mix was ok with the powder and liquid components combining as normal and extruded at 2mins 15secs with no difficulty. The mean setting time for the mixed cement was 12 minutes. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. No product problem or unusual observations were noted on the testing of the retained samples of this batch. Dva-104409-fde rev 10 was reviewed for this failure mode, and it is included as an overall system function failure on line 482, and on lines 545 to 552 when linked to a failure with the cmw mkiii gun. The complaint description does not give enough information to determine the most probable root cause in this case. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.